Event description:
The customer contact reported the blades on the ac power cord plug were bent. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted the blades on the ac power cord plug were bent. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).